Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra 2 meter was giving inaccurately erratic readings. On may 13, 2009, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. On an unspecified date, the patient obtained the fasting blood glucose readings of 600 mg/dl, 600 mg/dl, and 189 mg/dl on the reported meter, within 30 minutes of each other. The patient claimed the readings were inaccurately high compared to her expected fasting blood glucose readings of between 100 mg/dl and 200 mg/dl. The patient chose to not use the meter, and had no backup meter. The patient takes insulin using a pump. The patient claimed that she guessed as to her insulin doses, as she was unable to use the meter, while she waited for the replacement meter to arrive. On three separate dates, during the night, the patient experienced the symptoms of tachycardia, weakness and sweating, two hours after taking her insulin bolus. The patient administered self-treatment with glucose tablets and food to alleviate her symptoms. She did not seek any medical attention. During the troubleshooting telephone call, the customer care advocate (cca) determined the patient's testing technique was correct and the meter was programmed for the correct unit of measure. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia following insulin doses taken without being able to test her blood glucose level using the reported meter. The patient received treatment with glucose and food to alleviate the symptoms. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.